Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event. H6 codes have been updated to reflect not reportable case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 64-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, prior to initiation of support. After two days on support, the device was successfully weaned. After removal, the patient received packed red blood cells (prbcs) and platelets. No bleeding noted at the access site. Manual pressure was applied and one perclose was used. It was noted that the patient was on antiplatelets and an underlying coagulopathy condition. The post-procedure outcome is survived at explant. While on support, the device functioned at p-7 at 3.2l/min as intended with d5w sodium bicarbonate in the purge solution. The patient's underlying coagulopathy condition contributed to the patient receiving blood products.

Manufacturer narrative:
B5 additional information received.

Event description:
Additional information received stating "the patient had surgery from the right femoral access site and blood was given due to low blood cell count and low platelets as a preventative for potential bleeding at the impella site."